Manufacturer narrative:
Since a lot number was not provided, the device history record review could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One sample was received for the evaluation. The sample arrived was widely used with a dark color, it was observed that in 1 parts of the tube a kind of balloon was inflated, the sample did not arrive broken. The reported condition was confirmed; however, the condition was not confirmed as originating at the manufacturing site. A walk through of the manufacturing process was performed showing all process and controls were found properly followed. The definitive root cause of the reported issue could not be determined. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the patient ng tube broke into two pieces and piece needed to be removed from inside the patient surgically. The tube was not clogged, the nurse heard a gurgling sound when delivering meds to patient. This is the second time this has occurred with this patient. This tube was inserted on (B)(6) following first incident and broke again on (B)(6). The staff further stated that they think the tubes that are breaking are more pliable than normal and seem to be softer. Additional information was received from the customer and stated that the nurse heard a pop and gurgling when pushing meds, feeds were discontinued, and patient expired shortly after. Per customer, cause of death was due to patient's underlying condition and not related to the nasogastric tube (ngt).